Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that multiples pump error were occurred. Blood glucose was 7.1 mmol/l. Self test was performed and hardware low level failure was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Insulin the critical block and inverse critical block did not add to zero, (B)(4), and pump error the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.